Event description:
Reporter alleged the customer obtained discrepant blood glucose results of 130 mg/dl back to back with a result of 50 mg/dl when testing was performed less than 3 minutes apart on the advantage system. Reporter stated the customer was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter indicated the customer was given food and soda by a relative however, no other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.